Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device, model # 97755-s intellis recharger (rtm), s/n (B)(6) revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported seeing batteries low replace batteries soon screen (screen 70) when recharging their implant. Pt mentioned that last night they were trying to recharge their implant and received change batteries screen and kept seeing looking for device screen. Pt mentioned also that the screen would shut down but then they were able to charge. Patient services (pss) instructed pt to plug controller in to ac power supply without lithium (li) battery and pt reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and pt stated yellow light started blinking. Pt mentioned their controller was at 100% and implant at 80%. Pss instructed pt to attempt starting a recharge session, and then pt saw batteries low replace batteries soon. Pss instructed pt to inspect recharger cord and pins but they did not see any physical damage. Pt inspected controller port but said it looked fine. Pt mentioned their recharger used to get a little warm but said it does not do that anymore. The issue was not resolved. No symptoms were reported.